Event description:
It was reported by the aci sales professional that a female patient underwent an interventional coronary procedure on (B)(6) 2013. Access was obtained at the common femoral artery via a 5f terumo sheath. A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site and the vessel size to be 6.7mm. Following the procedure, the technician who is a trained user, selected the mynxgrip vascular closure device 5f to close the access site. The device was tested per the IFU. It was reported that during the deployment when the technician was shuttling down, the shuttle stopped at the valve of the sheath. The shuttle would not advance further therefore the technician removed the device, converted the patient to 25 minutes of manual compression and then placed a femostop for 1 hour. Hemostasis was achieved. The patient was hospitalized for unrelated reasons to the mynx device / mynx procedure. The patient was discharged from the hospital the following day ((B)(6) 2013).

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. The review of the lhr (lot f1317102) indicated that the device lot met all established performance criteria prior to shipment.